Event description:
The reason for call was caller stated that the patient had a revision done to their stimulator on (B)(6) of this year. Caller stated the patient previously had a nevro stimulator but they were having problems with it so it was replaced with a mdt device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).